Event description:
Patient was referred for an explant surgery. Clinic notes were received indicating that high impedance was observed on diagnostic testing. Patient denied any trauma to the chest or neck and does not experience any discomfort. No additional relevant information has been received. No known surgical interventions have occurred to date.

Event description:
The patient underwent full vns replacement surgery due to the reported high impedance. The explanted products have not been received by the manufacturer to date.